Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that white foreign matter was found in the 30 ml bd luer-lok¿ tip syringe. There was no report of injury or medical intervention.

Manufacturer narrative:
Results: bd did not receive any photos or samples in the (B)(4) plant for evaluation therefore failure mode could not be verified and root cause could not be determined. A review of the device history record revealed no irregularities during the manufacture of the reported lot number. Conclusion: bd was not able to duplicate or confirm the customer¿s indicated failure mode. The root cause is undetermined.